Event description:
It was reported that the touchscreen was not working. There was no back up device available. No patient injury or delay were reported.

Manufacturer narrative:
There was a relationship between the returned device and the reported incident. Visual inspection found scratches on the front bezel and on the rear lid. Functional evaluation of the werewolf controller shows that the device powering up without any problems. The functional testing showed that the touch screen does not respond to touch. Further functional tests were performed using the footswitch and found the unit voltages fell within expected ranges but during the temperature reading test some of the temperature read out of specified ranges .the sd card information was downloaded and the information shows the following error/s: no error codes were recorded for this events time frame. The complaint was verified and the root cause was determined to be due to software failure. Factors which can lead to screen display issue include: there could be a software issue causing the unit to malfunction. The cable could have become detached. There were no indications to suggest the device did not meet product specifications upon release into distribution.